Manufacturer narrative:
(B)(4). Field service rep (fsr) evaluation: a vyaire field service representative (fsr) evaluated the device onsite and verified the error that is coming from the exhalation transducer that do not calibrate. The main board and front display was replaced and it was confirmed that the root cause is due to small connector in the middle section that is disintegrated. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the unit alarmed vent in op. There is no patient involvement on the event.